Event description:
It was reported that bd precisionglide¿ needle leaked. This occurred on 8 occasions during use. The following information was provided by the initial reporter: material no.: unknown (reported 26402); batch no.: unknown (reported 190430). It was reported that the needles are leaking where they connect to the syringe. Per phone call: consumer reported that he uses insulin pump, but when he tries to connect the bd needles to a syringe there is leakage at the part where it connects. He assured that it was not the syringe but the problem with the needles. It has been happening ever since he started using these needles.

Manufacturer narrative:
H.6. Investigation: four samples were received. Two of them are in the sealed packaging blister while the other two do not have packaging blister. The packing blister top web is labeled as: ¿exel®¿hypodermic needle. Ref (B)(4), lot 190430, exp 2024-03-30. Model 26gx1/2¿. No additional inspection/ testing was performed as these are not bd products. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle leaked. This occurred on 8 occasions during use. The following information was provided by the initial reporter: material no.: unknown (reported 26402) batch no.: unknown (reported 190430). It was reported that the needles are leaking where they connect to the syringe. Per phone call: consumer reported that he uses insulin pump, but when he tries to connect the bd needles to a syringe there is leakage at the part where it connects. He assured that it was not the syringe but the problem with the needles. It has been happening ever since he started using these needles.